Event description:
According to the physician, post procedure, the patient did have some mesh erosion. All other information is unknown and unavailable.

Manufacturer narrative:
.

Event description:
It was reported to boston scientific corporation that the patient was implanted with an obtryx transobturator mid-urethral sling system during a procedure on (B)(6) 2007. According to the complainant, post-procedure, the patient experienced complications (specifics unknown). All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.